Event description:
Nest vtm was received by the federal government via thomas scientific. I notified (B)(6) the cdc representative for (B)(6) on (B)(6) 2020 and attached pictures of the damaged product. My email is cut and pasted here. "I took some pictures today of the leaking replacement nest vtm product. I did not have access to all of the product only the boxes on top of 4 pallets. I randomly pulled 5 cartons containing 100 vials each from the top boxes of each of the 4 pallets about 30 cartons total and I found 25-30% percent were leaking. In addition, many of the cartons are crushed I can't send product in this condition to my labs. FDA safety report ID# (B)(4).